Manufacturer narrative:
D9. Date returned to mfg: 25-apr-2024. H6. Investigation codes: updated. Investigation summary: the sample returned consists of one (1) for p/n: 67pfs45 and l/n: 4388123, returned sample was received in used condition in a plastic bag. During visual inspection it was detected that the cuff did not inflate symmetrically, one side was bigger than the other side. Symmetry measurement was performed to confirm if the value is less than 33%. The symmetry value was 38% (7/18*100). The failure mode of ¿a0122 - cuff asymmetry¿ was not confirmed, and the root cause was undetermined. A CAPA was opened to address the root cause investigation for "cuffed products do not inflate symmetrically, do not maintain inflation and leak". A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the cuffs were inflating unevenly and will create uneven pressure on the trachea. The issue was discovered prior to use. There was no patient involvement and no patient harm. No medical intervention required. Outcome of the event was ongoing.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.